Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to recurring errors. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis and the reported error c-34 along with multiple other errors was confirmed using system logs. An inspection was able to replicate the reported event. A test on the system presented c-34 and c-00 errors on startup. Additional errors were present in erbe logs. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to an electrical component failure within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the bipolar energy was not working. The customer changed the instrument and energy cord and restarted the integrated electrosurgical unit (iesu) or erbe, with no change. The customer converted the procedure to another vision side cart (vsc). No known impact or patient consequence was reported.